Manufacturer narrative:
Device #3: investigation is not complete. The user facility advises no medwatch 3500a was filed for this event. The event code is addressed in the package insert. This is the same event as 1043534-2010-00095, 00096. This report will be updated when the investigation is complete.